Event description:
It was reported that the ilet user experienced persistent high glucose while using an ilet with an inset 23" infusion set and libre 3+, with cgm readings up to 400 mg/dl and a confirmatory meter value of 470 mg/dl; troubleshooting identified multiple bubbles and a large air pocket in a prefilled insulin cartridge, the pump had stopped dosing, and the user had run out of insulin, after which the caregiver replaced the cartridge and tubing and administered 20 units of subcutaneous insulin by pen, with instructions to keep the pump disconnected for two hours to avoid insulin stacking. Symptoms included hyperglycemia. Outcomes included serious injury and the need for additional medication. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and a usage problem involving improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.